Event description:
It was reported that during a laparoscopic cholecystectomy procedure while the surgeon wished to clip the duct, he observed that the clips were falling down from the clip applier when he was moving the instrument and when he fired the clip in order to seal the duct, some of the clips didn't close sufficiently. By using the same clip, he managed to close the duct and one day after the surgery, he saw at the drain that the patient had cholorrhea. The cholorrhea stopped after 2-3 days because the duct was "sealed" by itself. Another like device was used.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.